Event description:
There was a defective force sensor coming from the ablation catheter while in the patient. The catheter was removed and replaced with no reported harm to the patient. Manufacturer response for ablation catheter, 115cm, size 8, bi-d irrigated ablation catheter, d-f curve (per site reporter).